Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 02/13/2020, electrode belt: 04/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 23:04, while wearing the lifevest. The patient was reportedly in bed in a nursing facility prior to passing. The patient's passing was cardiac related. It was reported that the patient was found unresponsive. It was reported that the hospital staff performed resuscitation efforts.   Per clinical review of the available ECG data, the patient experienced an appropriate treatment event consisting of 5 shocks. Treatment one occurred at 22:05:45 when the patient's rhythm was ventricular fibrillation (vf) and the post shock rhythm was sinus beat and pvc degrading to vf. Treatment two occurred at 22:06:16 and the patient's rhythm was vf and the post shock rhythm was sinus beat degrading to vf. At 22:06:43 the patient experienced a third treatment and the rhythm at the time of the event was vf and the post shock rhythm was sinus bradycardia at 200 bpm with hb pvc's and nonsustained ventricular tachycardia (nsvt) degrade to vf. Treatment 4 occurred at 22:07:14 when the patient's rhythm was vf and the post shock rhythm was pvc's degrading to vf. Treatment 5 was at 22:07:45 and the patient's rhythm was vf and the post shock rhythm was sinus bradycardia at 40 bpm with hb pvc's and nsvt degrades to vf with CPR/motion artifact. The patient was in sinus bradycardia at 50 bpm degrading to vf with CPR/motion artifact. The patient received two non-lifevest defibrillation. The first non-lifevest defibrillation occurred when the patient's rhythm at time of treatment was motion artifact. Post shock rhythm was motion artifact. The second non-lifevest defibrillation occurred when the patient's rhythm at time of treatment was motion artifact. Post shock rhythm was an idioventricular rhythm at 50 bpm with motion artifact. The patient's rhythm remained in sinus bradycardia at 50 bpm with CPR/motion artifact until the 3rd non-lifevest defibrillation. The third non-lifevest defibrillation occurred when the patient's rhythm at time of treatment was vf with motion artifact. Post shock rhythm was an idioventricular rhythm/sinus rhythm at 60 bpm with pvc's, CPR/motion artifact, and tactile artifact. The patient was seen in sinus rhythm at 60 bpm with bigeminy with CPR/motion artifact. The rhythm then degrades to vf with motion artifact. The patient received a fourth non-lifevest defibrillation and the rhythm at time of treatment was vf with motion artifact. Post shock rhythm was CPR/motion artifact. Vf with CPR/motion artifact was seen from approximately 22:07:58 to 22:28:03. CPR/motion artifact was seen from 22:28:04 until the electrode belt at 22:35:39 on (B)(6) 2020. The device properly detected vf from 22:07:58 to 22:28:03. CPR/motion artifact prevented the lifevest from treating the patient during these two times. The patient's monitor was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.